Event description:
It was reported that the patient was feeling a hot tingling sensation over her battery. It was noted that the patient turned off the implantable neurostimulator (ins). It was further noted that the tingling sensation remained when therapy was switched off and she attributed it to a new bad that she had been carrying that was placing pressure on the ins. It was noted that at that point the ins had been switched off for approximately 18 hours. It was noted that the patient¿s programmed settings were left hemisphere c+3-, 120pw, 130hz, and 6.0 ma. It was noted that the right hemisphere case+ 11-, 120 pw, 130 hz, and 6.0 ma. It was noted that impedance readings were l other 1058 7.169 r other 1065 7.214. It was noted that the physician went to switch the ins back on she received an out of regulation (oor) ¿ 60 warning on the clinician programmer stating that the ¿entered value cannot be used with existing settings.¿ the physician was able to program 5.8 ma in each hemisphere but could not increase above that. It was noted that the impedance was between 1000- 1100 ohms. It was noted that the physician programmed in a range of 6.9 ma to 0 ma in the patient programmer. It was noted that the patient was able to adjust the stimulator and increase to 6 ma in each hemisphere. Additional information received reported that the patient was getting an oor when trying to increase to 6v. It was noted that the patient had the same settings and impedances in the past and were able to get to 6v with no issues. It was noted that the patient could increase to 6v with the patient programmer. It was unclear if the patient was having the device turned off and then on to increase to 6v again. It was noted that the impedances were running 100-1100. Additional information received reported that some electrodes were out of range. It was noted that c<(>&<)>8 was 2052 ohms. Additional information received stated that the patient was receiving effective therapy. Additional information was requested but was not available as of the time of report.

Event description:
It was reported on (B)(6) 2013 that the patient still gets localized pins and needles in her right breast when recharging which was uncomfortable. This does not occur when the charger is off. She was not experiencing any other physical site issues. The stimulation was currently at 6.9v bilaterally which was as high as the ins would go. She remains quite unwell from a psychiatric perspective and option were being considered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).